Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that during dwell 2 of 4 the cycler showed a remaining time of 0 hours and 0 minutes. The patient performed a stat drain and it went to fill 3. The patient stated that the cycler did the same thing during dwell 3, showing 0 hours and 0 minutes. The patient stated that they had fallen asleep. They had to end the treatment after performing another stat drain because they had been on dialysis for too long and had to leave for a meeting. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler set used by the patient is available for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that during dwell 2 of 4 the cycler showed a remaining time of 0 hours and 0 minutes. The patient performed a stat drain and it went to fill 3. The patient stated that the cycler did the same thing during dwell 3, showing 0 hours and 0 minutes. The patient stated that they had fallen asleep. They had to end the treatment after performing another stat drain because they had been on dialysis for too long and had to leave for a meeting. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler set used by the patient is available for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: three complaint product samples from the patient without original package or label identified. Sample 1: as the complaint product sample was being disinfected and prepared for analysis, it was found no leak, damage on the lines nor the cassette. The cassette was in the expected condition. During the inspection no problems were found in the product, no damages on the line, tears on the cassette nor other problem was found. The cassette set was on the expected condition. A functional test was performed to the complaint product samples with the cycler machine. During functional test no air bubbles, alarms, leaks or other issues were detected, after completed the test the cassette was removed from cycler and no moisture were found. The test was completed successfully. Sample 2 and 3: as the complaint product samples were being disinfected and prepared for analysis, it was found a leak in the cassette film. During the visual inspection it was found that the cassette film has a hole. No other problems were found. During the device history record review, the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. During visual inspection with the microscope a hole in the film was found, this kind of damage could have the following causes, pump door is sharp per closes unexpectedly during set up, misalignment between cassette and pump during set up, finishing problem due to a sharp point created or cassette damaged mechanically, shipping or transportation damages the product. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.